Manufacturer narrative:
The referenced short to shield was reported under medwatch MFR report # 2916596-2016-02209. (B)(4). Approximate age of device - 3 years. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient has been at home for 14 months using an ungrounded power module patient cable while on power module support for short to shield issues. On (B)(6) 2017, the patient called the on call nurse to report continuous alarms with intermittent pump stoppages at home when connected to batteries. Upon patient¿s arrival to cardiovascular intensive care unit (cvicu), the pump stopped again and was off for approximately 6 minutes. The system controller was exchanged with no resolution so the patient was then disconnected from the system controller and batteries permanently. Inotropes were initiated and the patient was started on a heparin infusion. The patient was reported to be asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed pump stoppages while the vad system was connected to batteries. This type of behavior has been linked to potential issues with the percutaneous lead (driveline). The patient underwent a pump exchange on (B)(6) 2017. On (B)(4) 2017, it was reported that the patient was stable and scheduled to go home that week. No additional information was provided.

Manufacturer narrative:
The evaluation of the left ventricular assist system (lvas) confirmed internal driveline (dl) wire damage that could have contributed to the reported event. The pump was returned assembled with the driveline (dl) cut approximately 1.5 inches from the pump housing and the distal end was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device also revealed no evidence of depositions or thrombus formations. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate cover, and the metal braided shield were carefully removed in order to evaluate the underlying wires. Visual examination of the wires of the distal end of the driveline revealed breaches to the insulation of the brown, black, and red wires, approximately 3.25 inches from the pump housing. The observed wire damage appeared to be the result of repetitive flexing. The remainder of the driveline was submerged in a saline solution for high-potential testing to further verify the integrity of each wire''s insulation. This test did not reveal any additional areas of current leakage. The red heart / pump stop alarms and low speed events that were confirmed through the analysis of the patient''s system controller log file could have resulted from a phase-to-phase short if the exposed conductors from the brown or black wires and exposed conductors from the red wire made simultaneous contact with the braided shield on either the power module or battery power. These alarms could have resulted from a short to ground if the exposed conductors from the brown and black wires made contact with each other or simultaneous contact with the braided shield on either the power module or battery power. A short to ground could also have been induced if the exposed conductors of any of the breached wires contacted the braided shield while the patient was supported by the power module. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.